Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that partial deployment occurred. Antegrade puncture was performed and a 5f non-bsc introducer sheath was placed. A non-bsc support catheter and an 180cm 0.035 guide wire was advanced into the superficial femoral artery past the 90% stenosis towards the popliteal artery. Calcification was noted as 85%. Balloon dilation using a 5x120mm mustang balloon was performed using an encore inflation device at 12 atm. The sheath was replaced with a 6f sheath and the 6x120mm eluvia stent was advanced to the lesion and slowly released without issue. It was then noted that the stent was not deployed at the end and the tip of the catheter was unable to be pulled back. The operator then disassembled the handle and cut the sheaths. A 45cm non-bsc introducer was then advanced over the 6f sheath until the end of the stent. The tip was brought into the sheath and pulled out. The stent was then post dilated with a 5x120mm mustang balloon at 10atm. The final result was good and the patient is fine.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an eluvia stent delivery system (sds). The shaft, handle, tip and stent were examined. The stent was not returned for analysis. The inner and outer shafts were separated from the handle. The separated ends were jagged which is consistent with the reported information stating the shafts were cut. The handle was open upon receipt of the device. The rack had a damaged tooth. The middle shaft was buckled at the clip. There were deep scratches in the thumb wheel. The inner shaft was kinked near the retainer clip. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that partial deployment occurred. Antegrade puncture was performed and a 5f non-bsc introducer sheath was placed. A non-bsc support catheter and an 180cm 0.035 guide wire was advanced into the superficial femoral artery past the 90% stenosis towards the popliteal artery. Calcification was noted as 85%. Balloon dilation using a 5x120mm mustang balloon was performed using an encore inflation device at 12 atm. The sheath was replaced with a 6f sheath and the 6x120mm eluvia stent was advanced to the lesion and slowly released without issue. It was then noted that the stent was not deployed at the end and the tip of the catheter was unable to be pulled back. The operator then disassembled the handle and cut the sheaths. A 45cm non-bsc introducer was then advanced over the 6f sheath until the end of the stent. The tip was brought into the sheath and pulled out. The stent was then post dilated with a 5x120mm mustang balloon at 10atm. The final result was good and the patient is fine.